Manufacturer narrative:
H10: manufacturing review: the device history records have been reviewed with special attention to the raw materials, subassemblies, manufacturing process, and quality control testing. This lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: the device was not returned for evaluation. Medical records were provided and reviewed. On unspecified date, it was discovered to have fractured with a filter fragment in the left lower lobe pulmonary artery and in the renal vein at the base. Approximately twelve years post filter deployment, fluoroscopy of the inferior vena cava revealed tilted g2 bard inferior vena cava filter with 10 struts of various length attached to the tip of the filter. A shorter fragment was embedded in the inferior vena cava wall but not attached to the filter. Fluoroscopy of the cardiac silhouette showed two fragments in the renal vein, the one identified previously and a smaller, more mobile fragment. There was additional in lower lobe pulmonary artery fragment. Filter retrieval was attempted. The filter was grasped with the retrieval cone. The cone could not embrace the usual extent of the filter because some of the arms were bent upward. The remaining small fragment attached to the inferior vena cava was also snared and retrieved. One portion of metal was received detached from the specimen. Approximately eleven years post filter deployment, patient presented with chest pain. Therefore, the investigation is confirmed for filter limb detachment, filter tilt and material deformation. However, the investigation is inconclusive for perforation of the inferior vena cava (ivc). Based upon the available information, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate. H10: d4 (expiry date: 08/2008), g3, g4, h6(device: 2616). H11: d1, d4 (product catalog no), h6(method, results). H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient in conjunction with trauma situation/motor vehicle accident. At some time post filter deployment, it was alleged that the filter perforated the ivc and limbs detached and embolized to the right ventricular apex and left lingula. The device has not been removed and there were no reported attempts made to retrieve the filter or detached limbs. The patient reportedly experienced chest pain, respiratory problems, and was hospitalized; however, the current status of the patient is unknown.

Manufacturer narrative:
Manufacturing review: the device history records have been reviewed with special attention to the raw materials, subassemblies, manufacturing process, and quality control testing. This lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. This is the only complaint reported to date for this lot number and failure mode. Investigation summary:the device was not returned for evaluation. Images and medical records were not provided for review. Therefore, the investigation is inconclusive for perforation of the ivc and limb detachment as no objective evidence has been provided to confirm any alleged deficiency with the filter. Based upon the available information, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate.

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient in conjunction with trauma situation/motor vehicle accident. At some time post filter deployment, it was alleged that the filter perforated the ivc and limbs detached and embolized to the right ventricular apex and left lingula. The device has not been removed and there were no reported attempts made to retrieve the filter or detached limbs. The patient reportedly experienced chest pain, respiratory problems, and was hospitalized; however, the current status of the patient is unknown.